Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). No devices were returned. Method ¿ no testing methods performed.

Event description:
It was reported that during a mastoidectomy case ¿the system was not displaying a response on any channel on the system. The system passed impedance check as expected. This issue delayed surgery for 15 minutes.¿ the case was continued without monitoring equipment. There was no patient impact or injury reported. Further information received stated ¿we spent time on the phone with tech support and went through many settings as well as changing out the 2 small fuses in the lead box with no success. We also changed out the entire nim and used our second unit with no response from the nim with pt nerve stimulation. The one thing that we were unable to change during the case were the leads. We concluded that this was most likely the issue but cannot understand why the lead check function kept coming back as passing with green checkmarks.¿ the unknown electrodes were discarded by the user facility. The nim system in question has been used since this event and has been working without issue. All accessory devices were requested but no information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.